Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's battery would not fully charge. It was also reported that the unit displayed a system fault 74 indicating a software task error. There was no patient injury reported as a result of this incident.